Event description:
During follow-up, post-paced t wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.